Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range impedance measurements. Technical services (ts) was consulted and noted the increase was a gradual rise, so a lead issue was suspected. This rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).